Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was treat a heavily calcified, mildly distal left circumflex artery that is 90% stenosed. The 2.5x12mm nc trek neo balloon dilatation catheter (bdc) ruptured at 13 atmospheres during the first inflation in the procedure. Another same size nc trek neo was use to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.